Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - 4415 - speech disorder.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm. According to the reporter, on 11/04/2025, the patient¿s g7 wearable failed in the middle of the night and that ¿the patient was not getting insulin¿. The patient was wearing a tandem insulin pump. The patient husband tested the patient bg meter reading and it either read 500 mg/dl or ¿error5¿ which meant the patient bg level was ¿extremely high¿. No patient symptoms were reported at this time. It was not specified how much time elapsed from when the sensor failed and ems was called. Ems was called and the patient was brought to the emergency room (ER). At the ER, the patient was put in a medically induced coma and treated with IV fluids and IV insulin. The patient also underwent rehabilitation for 2 weeks. The patient was discharged on (B)(6) 2025. The patient was still experiencing some memory issues and difficulty speaking at the time of report (within 3 months of the event date and not considered a permanent impairment. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.